Event description:
Thermoscan became aware of the event on 7/18/97, via a phone call from the child's mother. The customer initially discussed returning the thermometer because she claimed to be unable to obtain a reading the first time she attempted to use the unit. Later she reported she had obtained a reading, in the 30's she phoned her dr and while she was on the phone, her son had a febrile seizure. He was then taken to the hospital. During her initial phone call, she stated the hospital obtained a rectal temperature of 102 degrees fahrenheit on her 15 month old son. During a subsequent conversation, the mother gave a conflicting report of the incident, stating that the hospital obtained a rectal temperature of 105 or 105.4 fahrenheit on her 18 month old son. Motrin and amoxicillin were prescribed. The child was diagnosed with an ear infection and released. The mother had not read the use and care manual, and said she "refused" to read the instructions because "common sense" told her how to use it. No healthy baseline established; ear tug performed improperly. She has refused co's requests to have the unit retrieved, at no cost to her, for evaluation.